Event description:
Resident being transferred from bed to w/c by cota and cna. Resident lifted off bed with no problems - when staff began to turn lift - it tipped to the side. The lower bars (legs) were in the open position. The resident and lift fell to the floor.

Manufacturer narrative:
A lift 10 years old used extensively every day before a problem shows up is not a manufacturing defect. The caster brake release was hitting a brace, so I believe the caster bearing is worn or the caster was replaced without checking for clearance when pivoting. This unit would not have tipped over even if the caster hit unless someone was pushing on the resident or somewhere on the lift besides the handlebars. There is a caution sticker on the lift addressing that use.